Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use. The device was filled with a solution of fluorouracil. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 70 ml of fluid in the reservoir. The reported condition of no flow was confirmed. Visual examination of the device noted no signs of blockage inside the delivery tubing. A functional test was attempted on the unit, but flow was not possible. Microscropic examination of the flow restrictor showed crystallized drug blocking the fluid pathway at the end of the distal luer. The root cause of the reported condition was determined to be drug crystallization at the end of the distal luer. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.